Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer¿s mother reported losing the battery cap and the battery compartment is stripped. The customer declined treatment for the high blood glucose levels due to not wearing the pump at the time of the high. The customer¿s current blood glucose level is unknown. The customer¿s mother did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.